Manufacturer narrative:
(B)(4). D10: 00596001452 - femoral component precoat size d right compatible with lps-flex prolong - 63298355. 00596203012 - articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 12 mm height - 63004449. G2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent a bilateral initial knee surgery. Approximal 8 years post-op, the patient fell onto their right knee resulting in a revision due to a tibial bone fracture, pain, and swelling. All components were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Section h6: health effect - clinical code: corrected. Fall was removed as the device did not cause the fall. The event cannot be confirmed. Visual inspection of the provided image performed. Shows residue on the device but no signs of wear or damage can be noticed from the image. Able to confirm the size of the tibial device as a size 3. Actual product was not returned so unable to perform further assessment. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bilateral initial knee surgery. Approximal 8 years post-op, the patient fell onto their right knee resulting in a revision due to gross loosening of the tibial component. Radiolucency at the bone cement interface of tibial and patellar components concerning for osteolysis which can predispose to loosening. Pain, and swelling were reported. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 d4: there are two possible lots involved with this event: lot # 63215976 mfg date: 12/02/2015 exp date: 11/30/2025 UDI: (B)(4). Lot # 63392576 mfg date: 06/18/2016 exp date: 06/30/2026 UDI: (B)(4). The following sections were corrected: section b1: adding a check in product problem. Section b5. Section h6: health effect - clinical code, device code, and investigation findings. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with gross loosening of the tibial component. Radiolucency at the bone cement interface of tibial and patellar components concerning for osteolysis which can predispose to loosening. No change in root cause if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.